Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro tw power supply failed to deliver energy. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).